Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) had leakage. The following information was provided by the initial reporter: three connectors that are leaking. Additional information received from the customer: what medication was being administered and leaked. Was this a chemotherapy drug? Lactated ringer, no chemo was used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Samples received.

Manufacturer narrative:
Investigation summary: the customer reported 3 sets leaking, and returned all three sets of material: mz5304, lots: 25019237, 25019228, 24099486. Upon initial visual examination, the sets had no defects or abnormalities. The set were loaded with water and pressurized, but no leaks were found. The leaks were not able to be replicated, and the complaint could not be verified. The root cause was not able to be determined without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set, for any of the three lots reported.